Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead was returned in two pieces, where the connector portion measuring 16.2 cm and the distal portion measuring 29.6 cm. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can at the 13.0 cm to 15.4 cm from the connector portion of the lead.

Event description:
This report is to advise of an event observed during analysis.